Event description:
It was reported that insulin gauge did not accurately show amount of insulin remaining in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer performed full pump reset to restore function and then declined further troubleshooting, and no additional information was received regarding the outcome of the event.